Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient's device was working intermittently and would stay powered for 30 minute increments before shutting down. It was noted that patient kept leaking so they checked their ins and the programmer showed the settings but the screen would go blank and shut on and off. Patient's husband would set numbers and it was mentioned sometimes it would take it and sometimes it would not. Patient thought their ins had been off a long time but they would turn it back on but stimulation was not powerful enough to control leakage and numbers weren't right. Patient mentioned they were dizzy and felt sick and did not feel well and had a headache and was unsure if it was device related. Patient stated their therapy never worked for them and did not give them a 50% or greater reduction in symptoms. Patient stated they would leak and they always wore depends pads and has a very thick poise pad because of their fear of leaking and that it would always soak straight through. Patient mentioned they had been reprogrammed 4-5 times. Patient's therapy was on, but they would see a screen when trying to increase that prevented them from increasing stimulation. At the time of the report, patient was able to increase stimulation and felt it in the bike seat area, but the sensation dissipated. No further complications were reported.